Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer input the wrong settings for her basal rate into her pump, and was hospitalized for having low blood glucose levels. Customer was treated with glucagon while in the hospital.